Event description:
Wrong implant due to look alike boxes of mentor saline and gel implants. Mentor breast implant product packaging is look alike with exception of small print of implant type - saline or gel filled. Easy to interchange boxes in operating room when both are present.